Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited an increase in right ventricular (rv) pacing impedance from 758 ohms to 1888 ohms over the past several months. The shock impedance value was noted as being 48 ohms, there was one non-sustained ventricular tachycardia (vt) episode, and the threshold increased from 1.6 v to 2.0 v. This patient is going to visit his/her implant hospital in the near future. Subsequently, additional information was received that the rv pacing impedance value was measured as 2834 ohms. The physician elected to explant this ICD along with the rest of the implanted system due to the possibility of infection. There were no other adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the [defibrillation], pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The initial allegation of high pacing impedance values was not confirmed by analysis.